Event description:
Information rec'd indicates the head up function is not working.

Manufacturer narrative:
The technician found the function does not work manually or under power and the battery led is on. The technician determined the problem to be a faulty valve guide tube. The technician replaced the head up valve guide tube to repair the bed.